Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that sometime after implantation, the patient was advised that his implant was failing and that he had high concentrations of various metallic elements in his blood. Additionally, the litigation papers allege the patient suffered injuries of a permanent nature; endured pain and suffering and is unable to attend to his normal affairs and duties for an indefinite period of time.

Manufacturer narrative:
Depuy still considers this investigation closed.